Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead exhibited noise, which caused inappropriate mode switching, during follow-up a week later from the implant. Programming changes were made, but the noise was seen again. The system remains implanted. There were no adverse consequences to the patient.